Event description:
A device report from synthes (B)(4) reports an event in (B)(6) as follows: this report is for 3 unknown screws. During a surgery on (B)(6) 2013 a plate was removed and it was reported that some unknown screws were found to be split, they were later thrown away at the hospital. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The part numbers of the reported screws are listed below. Synthes cannot identify which of the screws was the complained device. Part numbers of screws reported as follows: 02.205.055 cannulated locking screw 5.0 mm, length 55 mm - qty 1 02.205.080 cannulated locking screw 5.0 mm, length 80 mm - qty 2 02.207.485 cannulated conical screw 7.3 mm, short thread,length 85 mm - qty 1 214.826 cortex screw 4.5 mm, self-tapping, length 26 mm - qty 1 214.832 cortex screw 4.5 mm,self-tapping, length 32 mm - qty 3 214.834 cortex screw 4.5 mm,self-tapping, length 34 mm - qty 1 214.836 cortex screw 4.5 mm, self-tapping, length 36 mm - qty 4. Investigation could not be completed and no conclusion could be drawn as no device was returned and no part number or lot number was provided. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis.

Event description:
In the implantation surgery a condylar plate was implanted with difficulty because of the patient's poor bone quality. The screws belonging to the condylar plate split post-operatively. It was noted that the patient is a professional welder and it has been difficult to consolidate the fracture. Patient developed a new fracture evolution of two month trochanteric level, and presents diaphysis bone deficiency, dates unknown. On (B)(6) 2013 the explant surgery took place and a dhs plate was implanted, which is still in patient without any problem.